Event description:
It was reported that balloon burst. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0x200x150-hybrid sterling was advanced for dilatation. During the procedure, the balloon ruptured at nominal burst pressure. The ballon was removed carefully and completely from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.